Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11, corrected field - e1 initial reporter, e1 - additional contact number - (B)(6).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1 initial reporter name, event site telephone number, mail ID, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d4 lot number, UDI number, d7a, e1 city name, due to character limit in e1 event site name and address is (B)(6), helsinkino decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that balloon catheter intra-aortic balloon (iab) did not go through the guidewire. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, conclusion), h11 corrected field: h6(component codes) the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one way valve attached partially inside the t handle. The guide wire was also returned. The technician attempted to insert the returned guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. An occlusion can cause difficulty inserting the guidewire into the iab. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.